Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. The capsule will be returned for investigation, there was no harm caused to the patient and the user.